Manufacturer narrative:
The glidescope video monitor (gvm) was returned to verathon for evaluation along with a glidescope avl video baton 3-4. A verathon technical service representative evaluated the returned glidescope video monitor (gvm) but was unable to reproduce the original reported issue. No issues were found, the monitor functioned as intended. The verathon technical service representative also evaluated the glidescope avl video baton 3-4 but was unable to reproduce the original reported issue. No issues were found, the video baton functioned as intended. Upon completion of the evaluation, the devices were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the display would intermittently turn green and produce no image. The customer attempted to manipulate the connected glidescope avl video baton 3-4, but it did not produce any changes to the image. The procedure was completed using an unspecified manual non-video laryngoscope blades which was made available in less than five (5) minutes. No harm to the patient or user was reported.